Event description:
Water leaked from the handpiece and potential burn risk to patient. Handpiece is reusable with a disposable tip. Unit was put back into use with a new tip with no problem. The error message #e11 was displayed, which means problem with the thermal cannister.